Event description:
It was reported that electrogram (egm) review was requested for this pacemaker due to the appearance of an egm marker that the health care professional (hcp) was unfamiliar with (ap followed by a right arrow). Technical services (ts) explained it was a flutter response (ap) with non-capture. Upon review, it was also noted that the patient had ventricular tachycardia (vt) below the rate cutoff (rco), and programming optimization was likely needed.